Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a active exhalation purge valve test step during testing on the device. The manufacturer's service technician replaced the device's active exhalation control module to address the issue. After replacing the part, the manufacturer's service technician performed the repair test and run-in test, along with the battery and alarm checks. The manufacturer's service technician determined the device was operating properly, and it was cleaned.